Event description:
It was reported that, during a knee surgery, the knee joint was exposed, but the ps lipped tibia insert sm 9 was not "normal." We are awaiting clarification of this event.

Manufacturer narrative:
The nature of the event is unclear. Add'l info is pending.